Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and the post feature has fractured off. All pieces were returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was previously sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time. Field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp is broken.